Event description:
Patient was scheduled to have hip prosthesis removed due to failure of device. Manufacturer of product was aware of product failure and recommended removal and replacement to the physician. A voluntary recall of the product was issued by the company a few months after her device was implanted. The patient was scheduled and underwent surgery for removal of the defective implant. An allograft was provided by red cross as needed for implantation of the new device. The femoral head was too small and it was impossible to implant and attach a second prosthesis. Patient has severe rheumatoid arthritis with insufficient bone available. Patient scheduled to undergo another surgical procedure at a later time to implant hip prosthesisdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: component failure. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device recalled by manufacturer/distributor, other. The device was not destroyed/disposed of.